Event description:
A 50 yr old male admitted to the intensive care unit upon completion of coronary artery bypass graft surgery. Routine postop films were taken. The radiology tech noticed a small bullet shaped fragment in the lung or chest area. Two radiologists gave their opinion that the object was metallic. The patient required additional surgical procedure to remove the object which turned out to be a gripper pad from a chest wire twister. Upon discovering the foreign object, the surgical director located the instrument with the missing insert pad.